Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was evaluated and reseated. The system was tested, found to be working as intended and returned to service.

Event description:
The fe reported that the system shutting down and not booting up. There is no report of death or serious injury associated with this complaint.